Event description:
The customer reported bellavista1000 us having alarm 401 - inspiratory valve leaking prior use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
(B)(4). A vyaire field service representative(fsr) evaluated the device onsite,powered on the unit and the alarm 401 banner appeared. The blower was checked and the settings on the moog was found. It was changed to micronel and the blower was calibrated. Circuit test and o2 (oxygen) calibrations were done. Performance test was ran but the issue could not be duplicated. The unit passed all tests and runs according to OEM (original equipment manufacturer) specifications. The logfiles were downloaded and sent to technical support for further analysis. Results of investigation: vyaire medical determined root cause as due to production fault. The unit was reworked from moog to micronel vents in production. As patch 16 was put on hold, the software was downgraded to (B)(4) prior to shipment to the customer. Most likely the blower type change is not saved during production and was not yet even able to handle moog blower type, it was then undetected until the customers updated the unit software.